Event description:
The patient reported redness and swelling in their leg and was admitted to the hospital. However, it is unknown what occurred or what treatment was provided while in the hospital. The patient was released from the hospital, they are not using their device, and they have an appointment with infectious disease at the end of october. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location and implanting the neurostimulator too close to the targeted nerve have been ruled out as potential causes. Additionally, picking or touching the wound, severe force applied to the implant, excessive twisting, bending, or stretching, the patient having contraindicating conditions, not prepping the skin with antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.